Manufacturer narrative:
(B)(4). Implant date is an unknown date in 2015. Concomitant medical products: lps option femoral cat: 00-5996-015-52 lot: unk,. Ng lps-flex fixed nsm art surf cat: 00-5964-032-10 lot: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient underwent a knee arthroplasty revision. The tibial component was removed and replaced due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.